Manufacturer narrative:
Feb 21, 2018, sales rep, (B)(4) , visited the (B)(6). He reported that the wheels on the lift are good and the floors are level, clean and smooth. (B)(4)'s reported that our 600lb lifts do not have a long enough boom to accommodate a large person. This particular female resident was very large on the lower portion of her body. When they recreated the transfer (B)(4) noticed the residents' bottom was not directly above the wheelchair seat before they were going to lower her. The lift max - (outside) legs when open is 43". The open leg space at the wheelchair and boom arm length did not allow the caregivers to get the resident seated directly over the wheelchair. They had to use the grab handle on the sling to pull her back and when they did, the lift tilted forward. The resident was hit with the boom on the cheek. Which caused redness. The boom head cushion (part#400620) was missing. The medcare lift and sling where fully operational with no identified risk of use present. User error contributed to the tilting seen when the sling handle was grabbed to pull the patient over the wheel chair to lower. The lift chosen was not appropriate for the size of the patient and didn't allow the individual to be properly positioned to lower. Use of a more appropriate lift was discussed with the staff on (B)(6) 2018 by the sales rep (B)(4). The facility is now using a lift with a longer reach and works well for the transfer of a larger resident. The alternate lift is not a medcare product. Root cause: caregiver error. Incorrect lift chosen for use with patient. Correction: medcare lift removed and replaced with a competitor lift with a longer boom. Corrective action: no corrective action by medcare will be implemented due to no malfunction identified and user error choosing incorrect product for patient. User manual illustrations show proper use of care lift, patient in sling, with wheelchair on pg. 7 & 8.

Event description:
Three caregivers were lifting a resident off of bed to do a transfer using a medcare bariatric care sling attached to a medcare 600lb lift n weigh floor lift. The legs of the lift were spread apart in order to transfer the individual to a wheelchair. During the transfer the lift tipped forward raising the rear wheels of the lift off the floor. The boom(arm) hit the individual on the cheek. The resident was taken to a clinic to be checked out. Redness to the cheek occurred with no report of anything further.

Event description:
Three caregivers were lifting a resident of bed to do a transfer using a medcare bariatric care sling attached to a medcare 600lb lift n weigh floor lift. The legs of the lift were spread apart in order to transfer the individual to a wheelchair. During the transfer the lift tipped forward raising the rear wheels of the lift off the floor. The boom(arm) hit the individual on the cheek. The resident was taken to a clinic to be checked out. Redness to the cheek occurred with no report of anything further.

Manufacturer narrative:
The sales representative visited the user location and reported no problems with device or its components. The resident was too heavy below waist and could not be positioned above the wheel chair during use. The max open leg space could not accommodate the resident and so the grab handle was used to pull forward and the lift tilted. The boom was missing head cushion. The lift was fully operational. User error contributed to the incident, the lift chosen was not appropriate for the resident. The facility is now using a different model lift. Root cause: caregiver user error. Corrective action: no corrective action planned.